Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 800mg/dl. The customer was experiencing ketones, vomiting, fruity breath, and stomach pain. Troubleshooting was performed. The time, date and settings were correct. Reviewed the alarm history and found several no delivery alarms days before the event. Further testing could not be performed as the doctor arrived in the room. The mother requested to have a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.